Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 245 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The customer was disconnected from the pump at the time of the call. Customer mentioned the pump was exposed to airport body scanners. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected motor error alarm noted during testing. The device passed the displacement accuracy test. The device was received with scratched case, minor scratched lcd window and pillowing keypad overlay.